Event description:
The customer reported that the left monitor intermittently went black. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gpos, rtos, generator interface board, and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.